Manufacturer narrative:
The pump was received with a frozen display then a constant tone due to a cold solder joint on the mother board. Unable to verify the external ram crc error alarm or unexpected restart error alarm due to the frozen display. All the buttons functioned properly with a test mother board, and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump beeped during the night. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.